Event description:
Event description cpi received information that this implantable cardiovertor defibrillator (ICD) exhibited oversensing. The patient and physician elected to deactivate the ICD. The ICD is deactivated and remains implanted.